Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Conclusion: likely cause of this foreign material is that is occured during the molding stage, the fm was stuck to the mold and subsequently entered the chamber during assembly. The fm was most like on the tip of the spike or chamber, thus it could not be detected by operation during light inspection. Investigation: - complaint samples were returned to hanscent for investigation. - there was a foreign material inside the chamber. - retention samples checking - hanscent rechecked the retention samples for foreign material, and no abnormality was found. - the fm was compared to other materials, and hanscent confirmed the fm being abs, which is the material of the spike. - DHR review - hanscent reviewed the DHR of IV set cfn 120 for affected lot and confirm all records are within specifications. - inspection process - the spike and chamber are machine assembled, and there are inspection in place to inspect this semi finished product for fm. For fg, there would be another light inspection to check for fm and other abnormalities. Root cause: - the fm was confirmed to be abs, which is the material of the spike. Hanscent checked all retention products and DHR review and found no abnormalities. Likely cause of this foreign material is that is occured during the molding stage, the fm was stuck to the mold and subsequently entered the chamber during assembly. The fm was most like on the tip of the spike or chamber, thus it could not be detected by operation during light inspection. Corrective action: - hanscent conduct training to operators, strengthen fm inspection, and conduct random sample check on spike and chamber assembly process for abnormality. - hanscent will modify the light inspection process to indicate checking from top to bottom of both component. - hanscent will do more equipment maintenance to prevent fm from sticking to mold.

Event description:
It was reported that foreign matter was found in the chamber of a bd¿ IV set cfn120 bp hs. There was no report of injury or medical intervention.